Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, button 1 of a 5f mynx control vascular closure device (vcd) was not pressed, so it was removed. There was no reported patient injury. During the procedure, as the clock symbol of the tension indicator moved, the black line met the side lines, and button 1 was pressed, but the button was not pressed, so it was removed. Button 1 was pressed by force as a test, and button 2 was in the factory state. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device (vcd), associated with the reported complaint, was returned for investigation. Visual inspection of the unit confirmed that button 1 was fully depressed, and button 2 was not depressed. The stopcock was in the open position, and the syringe was not returned. Additionally, the sealant was not returned for evaluation, and the sealant sleeves showed no abnormal conditions. The procedural sheath was not included in the return. The balloon was found in a deflated state, and the core wire was present in its original manufactured position. No additional anomalies were observed during this analysis. Per functional analysis, the simulated deployment test could not be performed, as button 1 was already fully depressed, and the sealant was no longer present on the device. However, button 2 was depressed, resulting in the expected balloon retraction. Additionally, an internal mechanism analysis was executed to evaluate the conditions of the device's internal assembly. During this analysis, no abnormal conditions were noted. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was received with the button already fully depressed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since it was received fully depressed with no anomalies. However, handling factors (even though it was reported that the tension indicator was aligned with the markers on the handle halves before attempting to deploy) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) was not pressed, so it was removed. There was no reported patient injury. During the procedure, as the clock symbol of the tension indicator moved, the black line met the sideline, and button 1 was pressed, but the button was not pressed, so it was removed. Button 1 was pressed by force as a test, and button 2 was in the factory state. The device has been returned for evaluation.